Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on anatomical structures). The reported foreign body in patient and unchanged tr were due to the entrapment of device (clip caught on anatomical structures). Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Medwatch form mw5181116 received that states: patient arrived for a t-teer procedure. Triclip transcatheter tricuspid valve device was entangled and had to be deployed. The device was secured in the patient's upper right atrium. It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. During pre-procedural review, no challenging anatomy was observed. During the procedure, the clip became stuck in an unknown structure in the right atrium. Troubleshooting was performed but was unsuccessful. As a result, the clip was deployed where it was stuck without any attachment to the valve leaflets. The tr remained unchanged post procedure. There was no reported adverse patient consequences and no clinically significant delay.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. During pre-procedural review, no challenging anatomy was observed. During the procedure, the clip became stuck in an unknown structure in the right atrium. Troubleshooting was performed but was unsuccessful. As a result, the clip was deployed where it was stuck without any attachment to the valve leaflets. The tr remained unchanged post procedure. There was no reported adverse patient consequences and no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.